Manufacturer narrative:
The suspected hook (cev230-1) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the investigation of the hook verified the complaint reported by the customer as valid. The received device has been repaired outside of integra microfrance. The device is not compliant with our specifications, as the insulation has not been performed at microfrance. Root cause: it was determined that the device has been repaired outside of integra microfrance and this modification could have weakened the instrument and led to the reported event.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was damage/defect to the coating of the new monopolar hook (cev230-1). This was observed during sterilization. There was no patient impact; thus, no adverse event was reported.